Manufacturer narrative:
Investigation summary: bd received 3 samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for embedded fm with the incident lot was observed. Bd determined that the root cause of the indicated failure mode was attributed to manufacturing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported the bd vacutainer® k2 edta (k2e) blood collection tubes, had black foreign matter in the tubes. This event was observed three times. The following information was provided by the initial reporter. The customer stated: ¿staff have also found black specks inside some of the tubes with the same lot #. It is on the inside of the tube.¿